Manufacturer narrative:
D56;h4: information not available, device not returned for analysis.

Event description:
It was reported during a colon resection the ax55 device was fired and no staples were advanced into the tissue. The anastomosis was completed with sutures since it could not be stapled with an ils. There was no consequence to the pt/ on 4/2/98 it was reported to the sales rep by the surgeon that he believes that while using the device he needed to place it so low that it torqued the alignment pin preventing it from engaging in the device.